Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. Drawer was not opening, clicks but did not open unless pulled on manually. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer clicked to open but had to be manually pulled open before it failed. A field service engineer found that the right-side rail's bearing cage was exposed and replaced the right rail to resolve the issue. The system functioned as intended after the field service engineer repaired the device.